Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va0jtfc, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-may-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device was no longer working. No environmental/external/patient factors that may have led or contributed to the issue were noted. An impedance check was performed which showed the lead had been broken. As a result of what was reported, the system was removed and replaced. The issue was resolved at the time of the report. No patient symptoms were reported and no further complications have been reported as a result of this event.